Event description:
It was reported that the home patient (hp) connected to the patient line, while it actually needed to be re-primed. The hp stated that they didn¿t press anything else on the homechoice (hc) device after they connected. The technical service representative (tsr) advised the hp to start over with all new supplies on the hc and explained why. The hp understood and was going to start over. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.